Manufacturer narrative:
No product returned for evaluation. Should new info become available, a follow up report will be submitted.

Event description:
Received info of air bubbles throughout the pt line and infusion set tubing. Customer's blood glucose level was elevated periodically. Customer changed cartridge and was able to remove air bubbles.